Event description:
It was reported that this patient received multiple inappropriate shocks for oversensing of noisy signals. The patient was brought into the clinic and the noisy signals were not reproducible. The system was then reprogrammed to a primary sensing vector. It was also noted that the patient has some device pocket pain. No adverse events.